Event description:
The manufacturer received information alleging a ventilator's display screen turned to english and no airflow occurred during a software upgrade. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, ventilator inoperative alarm conditions were observed in the device's downloaded event log. The device's software was reloaded to address the issues.